Event description:
It was reported that during a cholecystectomy, the device stopped suddenly. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). Malformed clip. Eval summary: the analysis results confirmed that one el5ml device was received in good visual condition. The instrument was cycled, fed and formed 5 clips within mfg specs, and one double fed issue was noted. The instrument locked out as intended, but the orange indicator did not show up completely. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.